Event description:
The facility reported a colleague infusion pump with a failure code of 810:03. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:03 was confirmed during product evaluation. The root cause of this condition was assigned to failure of the air in line printed circuit board. The pump head module was replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.